Manufacturer narrative:
Concomitant medical products: model: 3244, scs lead: implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was replaced with a new model which resolved the issue.

Event description:
Further follow-up identified the patient failed to recharge their scs system prior to the issue and subsequent device replacement surgery.

Manufacturer narrative:
Explant date did not auto-populate this field on the initial emdr recently submitted identifying the surgery and explant date. Explant date was updated to reflect the appropriate date.